Manufacturer narrative:
The suspect device was not returned for evaluation. The investigation was conducted using a photo provided by the complainant. This complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during bronchial artery infusion chemotherapy and embolization, the distal end of the angiographic catheter fractured into multiple segments inside the patient's body. Immediate retrieval was attempted using a snare device, which required several hours. Several fragments were successfully removed; however, one residual catheter segment remains in the patient's iliac artery. The patient is currently under close observation.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.